Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: nahas wc, rodrigues gj, rodrigues gonçalves fa, sawczyn gv, barros gg, cardili l, et al. Perioperative, oncological, and functional outcomes between robot-assisted laparoscopic prostatectomy and open radical retropubic prostatectomy: a randomized clinical trial. Journal of urology [internet]. 2024 jul 1 [cited 2024 oct 30];212(1):32¿40. Available from: https://doi.org/10.1097/ju.0000000000003967 section a: patient information - no specific patient demographics were provided for the patients. Study demographics included patients with a median age of 64 years in the robotic group; the gender is male according to the surgery type. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Event description:
A literature article described a randomized clinical trial that evaluated perioperative, oncological, and functional outcomes between robot-assisted laparoscopic prostatectomy (ralp) and open radical retropubic prostatectomy (rrp). The aim of the study was to evaluate differences in short- and long-term outcomes, including complication rates, quality of life, and functional recovery in patients undergoing these two prostatectomy techniques. The study included 171 patients that underwent ralp and 156 patients that underwent retropubic radical prostatectomy (rrp) in february 2014 to april 2018. In the ralp group, there was a report of robot malfunction during the anastomosis, which required surgery to be completed with the conventional laparoscopic approach. There was no mention if unexpected bleeding occurred but the median blood loss for the ralp group was 250 ml with the range of 150ml to 430 ml compared to the open rrp group's median blood loss of 719ml (range of 418 to 1076ml). There was also no mention of any port enlargement required for the conversion to the laparoscopic approach in the article. Multiple requests for additional information from the designated author were made, but no response has been received.